Manufacturer narrative:
No examination of the system or service call was conducted. The customer was provided with an alternate flow cell cleaning procedure. Although there appears to be a connection between the automated flow cell cleaning procedure and the low na results, a root cause has not been identified; accordingly no conclusion can be drawn. This reportable event was identified during retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.

Event description:
Customer reported that erroneous sodium results and anion gaps were generated by the unicel dxc 600i synchron access clinical system following maintenance and calibration procedures. The erroneous results were reported out of the laboratory. The customer then recalibrated the system and retests the samples. Corrected results were then issued from the laboratory. It is not known if there was any change to the patients' care or treatment. There are no reports or any adverse event or medical intervention to prevent serious injury.